Event description:
Conmed japan reported on behalf of the customer that the h9110 sterling spherical bur, 3.5 mm device, was being used during an arthroscopic ankle joint fixation procedure on (B)(6) 2026 when it was reported, "an abrader bar was broken during the surgery.". Further assessment questioning found that the device did fragment or fall into the surgical site and was removed. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not use burs for plunge cutting. Injury or damage may occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the h9110 sterling spherical bur, 3.5 mm device, was being used during an arthroscopic ankle joint fixation procedure on (B)(6) 2026 when it was reported, ¿an abrader bar was broken during the surgery.¿. Further assessment questioning found that the device did fragment or fall into the surgical site and was removed. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.